Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Received info stating that the customer's fill estimate was inaccurate. Reportedly, the customer was on a saline trial and declined further troubleshooting.